Event description:
As reported by the user facility: over infusion: clinician set pump to infuse at 20.8ml/hr, total vol ~300ml. After 3 hours, the pump alarmed bag empty, it was at this time that the clinician noticed the pump display showed a rate of 84ml/hr. No adverse reaction per facility. No patient injury.

Manufacturer narrative:
(B)(4). The actual device involved has been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).